Event description:
It was reported that this pacemaker was an attempted implant. During the procedure it was not possible to interrogate and subsequently program the device. The pacemaker was exchanged, and the procedure was successfully completed without adverse effects. The device is expected to be returned.